Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that the system is not receiving images. Two systems were tried to send to the navigation system without change. No patient was present. Additional information was received 2019-06-21 stating that the issue was caused by the space on the hd that was nearly full. After they cleaned/deleted some patients exams they were able to use it with imaging system at the site without any issue.